Event description:
It was reported that the pump battery would not charge resulting in pump shutdown. There was no reported adverse impact to the customer¿s blood glucose level. Customer tried multiple outlets, adapters, and cables without success. Customer reverted to manual injections for insulin therapy.